Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia. It was reported that patient underwent urethrolysis sling revision, posterior colporrhaphy, enterocele repair and sacrospinous ligament vault fixation with mesh augmentation due to overactive bladder, vaginal mesh erosion and symptomatic vaginal prolapse on (B)(6) 2012. It was reported that patient underwent a urethrolysis and vaginal sling revision due to sui, possible periurethral mesh erosion and permanent suture erosion on (B)(6) 2012. It was reported that patient underwent ureterolysis, urethropexy and cystotomy closure due to recurrent sui and history of sling placement complicated by mesh erosions on (B)(6) 2012. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted, concurrently with an essure via hysteroscopy, thermal ablation, and cystoscopy due to sui, menorrhagia, and leiomyomas. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.